Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle (light guide bundle) of the video cable section is broken and therefore the light transmission is lost or too low. A root cause could not be identified for the remaining malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the laparoscope (gynecologic) had damage to the fiber bonding in the outer tube area at the distal end. The outer tube was dented, the light guide bundle in the video cable section was broken, and the light transmission was lost or significantly reduced. There was no patient involvement.